Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with complaint that the membrane of device was torn. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found detached downstream occlusion (dso) seal, confirming complaint. The dso sensor was replaced.

Event description:
It was reported that the membrane of device was torn. There was no patient involvement, and no patient harm reported.